Event description:
The following information was provided: I have just received a call from the head of medical physics who has just been alerted to a potential implantation of one of the exeter stems that were part of field safety notice last year. This was an issue where there was a potential mislabeling with the wrong offset. The patient was operated on monday this week and this has only just come to light; he was then going to speak with the surgeon to discuss this. As per the surgeon: "as of yesterday, the patient is stable and the surgeon was happy that the hip was stable on the table once the hip had been reduced."

Manufacturer narrative:
Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been 12 other similar events for the reported lot all related to the same issue. This event is deemed to be a manufacturing issue. Manufacturing nc was issued on 15 aug 2025 for this event.